Manufacturer narrative:
Button error alarm due to moisture damage keypad traces. Pump received with cracked reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.